Event description:
It was reported that during cleaning at the user facility the cordless driver 4 was leaking. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during cleaning at the user facility the cordless driver 4 was leaking. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The reported event was confirmed during the device evaluation. Upon visual inspection, a small amount of a substance was confirmed on the top trigger; however, the handpiece components did not show signs of leaking. Components not associated with the failure were replaced and the device was returned to the user facility.